Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a homechoice cassette and a supply bag leaked. This issue occurred during setup (priming) while the patient was not connected. Continuous ambulatory peritoneal dialysis (capd) was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.